Event description:
When performing the evoke spinal cord stimulation (scs) system device check before magnetic resonance imaging (MRI), disconnected electrodes were identified on the right lead. X-ray confirmed migration of right lead. A revision procedure was performed, and the physician elected to replace the evoke scs system and restore MRI compatibility.